Event description:
On march 03, 2022, genmark was advised of unexpected negative results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022, however; the sample resulted in detection of influenza a and influenza a. Data was analyzed per internal procedures and confirmed robust signal was generated for all internal controls suggesting the consumable performed as expected. The same sample was also tested on the cepheid xpert xpress cov-2/flu/rsv assay as well as the biomerieux biofire rp2.1 assay. The cepheid xpert xpress cov-2/flu/rsv detected sars-cov-2 and influenza a, while the biomerieux biofire rp2.1 detected sars-cov-2 and influenza a. Genmark was advised that the negative eplex rp2 results were not communicated to the physician.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91211104 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #(B)(4).